Manufacturer narrative:
Liebel flarsheim field service engineer report verified proper operation of the injector in accordance with the service manual and return to service.

Event description:
Customer reported that while she attempted to unload a used 125ml pre-fill syringe, the powerhead touch screen did not respond to her command to draw back the injector ram. She reported that the injector console locked up and the ram unexpectedly moved forward at a fast rate. This resulted in a broken syringe.